Event description:
Description of event according to patient: I, the undersigned, request information about the lot e45xxx filter used in my treatment. On (B)(6) 2024, at the hospital, a temporary filter was used after deep vein thrombosis was detected in my left lower limb. Please provide information on whether: the filter used was not defective, which could have contributed to vein perforation? Can a filter protruding beyond the vein be considered correctly placed? Did the oblique position of the filter (filter stuck and protruding beyond the vein) reduce its effectiveness in mechanically protecting the vein and catching the clot? Was the filter placed in the right location? Does the filter manufacturer, informed by the medical facility (hospital), provide assistance in finding a doctor or facility (hospital) that would provide help in the event that the filters caused pain and, moreover, threatened life and health by protruding beyond the vein, and the facility (hospital) where it was used was unable to remove it? Was it possible to function normally after the filter tore the vein (as seen on the CT scan)? I kindly ask for help in determining the correct course of treatment in the event of abnormalities related to the temporary filter used. I would also appreciate answers to the above questions and thank you in advance for your response.¿

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: k233680. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.